Manufacturer narrative:
The device was returned for analysis. The reported event was confirmed as a suture retrieval issue, as the device was returned with the suture loop formed and remaining in the suture bearing. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information. The 2 additional vessel closure devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in a mildly calcified right common femoral artery (rcfa) and left common femoral artery (lcfa) was attempted with proglide devices using the pre-close technique via 8f sheath prior to a chimney endovascular aneurysm repair (evar) interventional procedure. Reportedly, two devices were attempted to be pre-placed in the rcfa and one device in the lcfa; however, all three devices had no suture present when the plunger was removed. A 10f sheath was placed for initial hemostasis and a cut down was done on both groins. The sheaths were upsized to 14f in the lcfa and 16f in the rcfa. The procedure was carried out and completed. Hemostasis was achieved via surgical suturing on both the rcfa and the lcfa. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.